Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr). Xtw (lot: 20908r1089) was implanted successfully. On (B)(6) 2025, the patient returned with the clip detached from the posterior leaflet (single leaflet device attachment (slda ) and recurrent mr grade 4. Patient was experiencing dyspnea and angina. A nt mitraclip was placed medial to stabilize the slda. The patient was reported to be stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent mr appears to be related to the slda. The dyspnea and angina appear to be cascading effects of the recurrent mr. Mr, dyspnea, and angina are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital due to the patient effects and another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling. H6 health effect - impact code: 4607 added.